Manufacturer narrative:
H3- device evaluation: lens was returned in liquid in lens vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.50/+1.50/97, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length and different power lens due to refractive surprise. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
This product is not marketed in the us. No similar complaints were reported for units within the same lot. Claim # (B)(4).